Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation with pacing capture management in the right ventricular chamber. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the crt-d feature that monitors pacing amplitude threshold and adjusts rv lead outputs was programmed off.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) feature that monitors the pacing amplitude threshold and adjusts right ventricular (rv) lead outputs was suspected to have inducted ventricular tachycardia/ ventricular fibrillation (vt/vf). It was also reported that loss of capture was observed consistent with capture management testing. Additionally, it was noted that the rv lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high-rate non-sustained episodes. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.